Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor leads presented to the hospital following short periods of dizziness. The patient was monitored via a holter monitor and some periods of pacing inhibition up to 3 minutes were observed resulting in an idioventricular rhythm of approximately 35 bpm. No abnormal lead measurements were noted nor were any episodes stored to the pacemaker. Engineering level review was unable to find evidence of any system issues based on stored measurements and episodes. The device was reprogrammed to vvir and the minute ventilation (mv) sensor off though it was noted that there has thus far been no evidence of mv oversensing. Ts advised performing additional tests to determine the impact of exercise on the patient's system and potential relation to potential noise or inhibition. No adverse patient effects were reported as a result of the prolonged inhibition. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient continued to experience episodes of dizziness despite the device being reprogrammed to vvir with mv sensor off and the lead in unipolar configuration. Suspecting a potential issue with the competitor lead the physician plans to perform additional tests without boston scientific support. No additional adverse patient effects were reported. This system remains in service.